Event description:
The device was returned for service. During service the device had failure c0de 819:11. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.